Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown when the event first occurred. The event resolved thanks to the surgery.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that during a deep brain stimulation procedure, there was visible tension in the extension cable in the patient's neck, making it difficult for the patient to turn their head. The surgeon suspected that 40cm extensions were implanted instead of the required 60cm, leading to visual bowstringing and scar tissue formation in the neck. The old extensions were removed and replaced with 60cm extensions. An additional incision was made in the neck to help break up the scar tissue and loosen the extensions. Impedance tests were conducted and found to be normal. Following these interventions, the patient no longer experienced visual bowstringing or tension and was able to move their neck freely again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025 brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.